Event description:
A malfunction alarm with code malf 16 was reported, and it was indicated that the pump was still under warranty. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump; however, since the malfunction persisted after the reset, the decision was made to replace the pump. The customer will use mdi as a backup therapy and was instructed on how to put the faulty pump into storage mode for return. The problematic pump is to be returned using a pre-paid label within 10 days.